Event description:
It was reported to covidien on (B) (6) 2009 that a customer had an issue with a sequential compression pump. Customer states that the scd pump caught fire at the power cord. This pump was on the patient at the time, but the patient was not harmed.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.